Event description:
T was reported that the centrimag monitor was not maintaining power when the system was unplugged from ac supply. Multiple monitors and monitor cables were used with no success. The centrimag console was still in patient use but was to be sent back for evaluation.

Manufacturer narrative:
Section a: patient information was requested but has not been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.